Manufacturer narrative:
Qc test report (19-apr-2022) and qc final inspection review check list (25-apr-2022) were analyzed. It has been determined that the product was released within final release specifications. The retrospective review of the batch file shows that no element could explain these issues. The lot number 22d114 was verified and has been confirmed to be released by the company. The batch record, qc test reports and training of staff were analyzed and it had been determined that product is within required specifications, and manufactured according to the appropriate procedures. A check of the ncr log for this lot number has produced zero results for this lot number. The check on the deviation log had produced zero results for this lot number as well. The certificate of analysis (coa) of this lot shows that all testing performed on the product has passed.

Event description:
Patient information: the patient is a female. Her lips were injected with revanesse lips+ 1.2 ml (lot#22d114) on (B)(6) 2022, and they appeared normal after injection. Adverse event information: patient went on vacation in guatemala and called about a week later, complaining of pain around the lips and a blister on the mucosa. The injector held a facetime call with her to try to visualize the blister and the image was unclear. He could not see what she was referring to. He advised her to go to a physician in guatemala for assessment and if needed, treatment. Patient has not returned for follow-up.

Event description:
Initial communication with clinic: patient information: the patient is a female. Her lips were injected with revanesse lips+ 1.2 ml (lot #22d114) on (B)(6) 2022, and they appeared normal after injection. Adverse event information: patient went on vacation in guatemala and called about a week later, complaining of pain around the lips and a blister on the mucosa. He injector held a facetime call with her to try to visualize the blister and the image was unclear. He could not see what she was referring to. He advised her to go to a physician in guatemala for assessment and if needed, treatment. Since the day of notification, prollenium medical technologies inc. Has contacted (15-sep-2022; 19-sep-2022) the clinic to get more information associated with the reported adverse event. However, as of 19-sep-2022 no response from the injector/clinic has been received. Qa department at prollenium medical technologies sent the clinic a 60-day notification letter. The clinic finally resonded, adding a few information regarding patient's dob and ethnicity as follows: "my client is a 33 year old (dob: (B)(6) 1989) hispanic girl with no prior medical condition and she is not on medication. On (B)(6), I injected a lip filler (revanesse versa lips) for her. By the time of injection there was no bleeding, no bruising, no pain and the client was happy with the result. However, one week later she contacted me complaining of pain. After some questions, she mentioned there were 2 cold sores inside the upper lip. I explained the pain and cold sores are most likely related to underlying other medical conditions and usually one week later pain could not be related to injection. I advise her to take tylenol and see her primary care physician. My suspicion was hsv1. She was traveling back to her country in (probably guatemala). Later, despite several attempts for follow up, she did not answer my calls. She contacted me recently to schedule another lip injection. When I asked her about this event she stated it went away by itself. I don't think what she experienced was an adverse effect of "revanesse lips"." The new information did not affect the medical dr.'s clinical opinion. This case is not an adverse event. Thus, we close out the case.